Manufacturer narrative:
Evaluation, results: patient¿s condition affected effectiveness of device-70% stenosis, eccentric tight lesion. Evaluation, conclusion: patient¿s condition affected effectiveness of device-70% stenosis, eccentric tight lesion. (B)(4).

Event description:
Evaluation summary: there was no damage or deformation evident to the returned delivery system. The balloon of the delivery system was deflated and no stent was returned with the delivery system. Image review: the procedural images confirm the tight nature of the target lesion in the distal common iliac. The images confirm that assurant cobalt stent had moved distally on the balloon with a number of segments visible over the distal inner shaft marker and balloon cone. The distal stent segments did not expand uniformly resulting in stretching between the segments and a deformed appearance. Intact welds are visible along the stent confirming that a fracture did not occur. The distal stent segments were subsequently expanded by balloon inflation. The images also capture the deployment of two other stents in the mid and proximal vessel. The stent deployed in the proximal area did not expand uniformly and appears to have conformed to the shape of the vessel.

Event description:
Physician was using an assurant cobalt peripheral bare metal stent system to treat a lesion in the left common iliac. The lesion exhibited little calcification, moderate tortuosity, 70% stenosis and was described as eccentric. No abnormality noted during preparation and inspection of the assurant device prior to use. Pre-dilation was not carried out. No friction with the guidewire (0.035¿ terumo stiff) or with the 6f terumo sheath, however difficulty was encountered during deployment. The physician placed the stent and then noted on the x-ray that the stent was not between the markers; the stent slipped on the balloon distally. One inflation with 8-10bar distally did not deploy the stent fully. Stent was post dilated once 8-10 bar. Immediately after deployment a proximal stent fracture was noted. The stent was fixed with a second balloon and a non-medtronic stent was used to complete the procedure. No patient complications reported.

Manufacturer narrative:
Evaluation results: failure to follow instructions - lesion not pre-dilated. Evaluation conclusion: failure to follow instructions :lesion not pre-dilated. Conclusion not yet available: device evaluation in progress. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.